Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and cloudy pd effluent. The cause was unknown. The patient was not hospitalized for the event. On the same day as onset of symptoms, the patient began treatment with injection vancomycin (1 gram, every fifth day, intraperitoneally) and injection meropenem (1 gram, once daily, intraperitoneally).two days after onset of symptoms, the patient was diagnosed with peritonitis. Three days after onset, the patient's pd effluent was clear and the patient was recovered. Dianeal therapy was ongoing. Additional information is not available.